Event description:
Duplicate file. All relevant information has been transferred to the operating record, mrn# 9617229-2025-02695.

Manufacturer narrative:
Duplicate file. All relevant information has been transferred to the operating record, mrn# 9617229-2025-02695. Additional, corrected and/or changed data: b.2, b.5, d.1, d.4, h.6, h.10.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. The device has been explanted.